Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2018. If explanted; give date: not applicable (n/a) as the lens remains implanted and therefore not explanted. The lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received from a patient who had bilateral symfony lens (iol) implanted in (B)(6) 2018. Reportedly, the patient is not satisfied with the outcome. The patient has trouble using the cell phone; driving at night is horrific due to glare like "spider webs" from every light from the street, taillight and storefront; restaurant menus are almost impossible to read; he has constant stress and headache from working behind the computer; he is unable to focus or read labels when going into a store. The left eye can focus about 14" to 36" and then beyond is a blur. On (B)(6) 2018 ilasik (laser assisted in situ keratomileusis) was performed in his left eye. The patient reported struggling with the monovision that the surgeon created: left eye (os) is for near and right eye (od) is for distant. The patient reported that the surgeon indicated that removing the lenses and implanting non-advanced ones would be the only other option. However the patient is paranoid over another surgery. The lenses remain implanted. This report pertains to os. A separate report will be submitted to right eye.

Manufacturer narrative:
Additional information was provided by the patient stating he still suffers from multiple symptoms which make driving at night miserable. The blurry vision and dry eyes are the biggest issues. He was prescribed medication for dry eyes. The patient did not have dry eye prior to the implants. As a result the following fields have been updated: patient code 1: 1814. Patient code 2: 3191 ¿ medical intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.